Event description:
A hospital in (B)(6) reported via a distributor that the resistance of an rt019 inspiratory/expiratory filter increased sharply after few hours of use. The positive end expiratory pressure (peep) setting was 3 cm but the measured value was 11 cm. This was noticed during pt use. No pt consequence was reported.

Manufacturer narrative:
Ps51598. The returned rt019 inspiratory/expiratory filter was tested for resistance to flow. Results: the resistance to flow of the returned filter was slightly higher than the specification. A lot check was not performed as no lot info had been provided. Conclusion: the rt019 filter is used as an end expiratory/inspiratory bacterial/viral filter. Based on the investigation conducted, the resistance to flow of the filter, though slightly higher than the specification, would not affect its performance particularly on set-up. It is unlikely that a slightly increased resistance to flow of the said filter has contributed to the reported increase peep value. (B)(4).